Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: an altis was implanted in (B)(6) 2017. From (B)(6) 2021, the patient reportedly experienced: mixed incontinence, chronic pelvic pain, overactive bladder, sensation of a bulge or a ball in vagina (no bulge or mass noted on physical exam), increased post void residue, vaginal atrophy, the need for medication (estrace), vaginal pain that moves up the back and head (diagnosis of migraine), urethral diverticulum without opening, complex transvaginal urethral diverticulectomy, complex removal of altis vaginal mesh sling and monarc vaginal mesh sling, complex urethroplasty/urethral reconstruction under general anesthesia. The altis sling was noted to be running through the cystic cavity. A cystourethrography was performed to evaluate for urethral diverticulum. The patient also experienced vaginal pain, discharge and urethrovaginal fistula.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, a follow up report will be submitted. Complaints of this nature are monitored and captured within the product risk documentation excluding cyst. There is no clear causal association established between midurethral slings (especially polypropylene mesh) and subsequent urethral diverticulum formation, given the very low number of reported cases and the presence of confounding risk factors. No further action or corrective action is required at this time.